Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Event description:
It was reported that when the right atrial (ra) lead was connected to the implantable pulse generator (ipg) high impedance was displayed. This was repeated three times with the same result. When the ra lead was tested with the pacing system analyzer impedance and thresholds were within normal range. The physician elected to explant and replace the ipg. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 496835 lead implanted (B)(6) 2006. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.